Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's processor did not detect the camera when it was plugged in. The issue was found during preparation for use of an unknown therapeutic procedure. The procedure was completed using a similar replacement device. There were no reports of patient harm.

Event description:
It was reported the camera head's processor did not detect the camera when it was plugged in. The issue was found during preparation for use of an unknown therapeutic procedure. The procedure was completed using a similar replacement device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratch on the golden pins. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bad cable unit connector should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.